Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Device analysis revealed no issues were found in the telescope assembly, the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-06878 and 2134265-2015-06881. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. During procedure, the opticross imaging catheter was not recognized by the system so reconnection was performed but the issue was not resolved. The system was rebooted and set up again however, automatic pullback failed to perform. Exchanging the imaging catheter with another device did not resolve the issue. The physician opted to manually perform the pullback. The opticross imaging catheter was eventually exchanged to a non bsc imaging catheter and completed the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer corrected: device analysis revealed no damages or failures were observed on the ccp board assembly. (B)(4).

Event description:
It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. During procedure, the opticross imaging catheter was not recognized by the system so reconnection was performed but the issue was not resolved. The system was rebooted and set up again however, automatic pullback failed to perform. Exchanging the imaging catheter with another device did not resolve the issue. The physician opted to manually perform the pullback. The opticross imaging catheter was eventually exchanged to a non bsc imaging catheter and completed the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2015-06878 and 2134265-2015-06881. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. During procedure, the opticross imaging catheter was not recognized by the system so reconnection was performed but the issue was not resolved. The system was rebooted and set up again however, automatic pullback failed to perform. Exchanging the imaging catheter with another device did not resolve the issue. The physician opted to manually perform the pullback. The opticross imaging catheter was eventually exchanged to a non bsc imaging catheter and completed the procedure. No patient complications were reported and the patient's status is good.